Event description:
Technician states that irritation from mask has worsened. It was originally (4-5 mos ago) thought to be acne, so she was started on birth control pills in the hopes of clearing it up. The irritation is isolated to the nasal area.

Manufacturer narrative:
The sample did not exhibit attributing factors which could have caused the reported issue. The mask is composed of polypropylene and cellulose component. The materials used in the MFR of these particular lots were confirmed to be correct via the device history review. The exact cause of the reported issue could not be determined. We will continue to monitor for complaints of this nature. Add'l lot # 07lah330, add'l exp date: 11/2012. Add'l device MFR date: 11/2007.